Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of stimulation and a loss of therapy. A fall may have been related to this issue. The patient fell on (B)(6) 2015 and since the fall had not been able to get the stimulator to come on. When the patient had the fall, he was airlifted to the hospital and had four surgeries. The patient needed the implantable neurostimulator (ins) checked. Later, the manufacturer's representative (rep) reported he interrogated the device with a clinician programmer. The rep checked the device and turned it on. Everything was working properly. The clinician programmer allowed the rep to turn the device on without any issues on (B)(6) 2015. The cause of the stimulator not turning on was reported by the rep as the batteries to the patient programmer were dead. They had back up batteries and the batteries were replaced and everything was working properly. Relevant medical history included post lumbar laminectomy syndrome.